Event description:
Boston scientific crm received information that this epicardial left ventricular (lv) pacing lead exhibited loss of capture and out of range pacing impedance measurements in all pacing configurations. The pacing impedance measurements were greater than 2,500 ohms during manual testing. However, the daily measurements stored in the device show all lv pacing impedance measurements as normal. The lv lead was tested several times and no good impedance measurements were obtained. It was reported that the patient had experienced a bad fall that required surgery, and was now in a wheelchair as a result of the fall. The right ventricular lead was providing appropriate pacing and had normal lead measurements. Due to the patient's condition, no changes were planned for the lv lead at this time. It was not known why the daily measurements were normal and the manual testing would be out of range. There were no adverse patient effects due to this lv lead issue.

Manufacturer narrative:
Results: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or patient condition.